Event description:
Spacelabs presence was requested by the company to answer any monitor related questions that might arise during a meeting between hospital and the company. The meeting was in connection with an incident that had occurred approx. Three weeks earlier. It was alleged that a pt had suffered hypoxic brain damage during an or procedure and no audible spo2 alarm was heard by the or staff.

Manufacturer narrative:
Spacelabs was no informed of the incident until approx. Three weeks after it had occurred. Our investigation determined that the hospital staff could not identify which equipment was in use at that time, did not place controls on the equipment after the incident, and then continued to use the equipment in question. There is no info available as to the monitor/ module settings or waveforms from the event. Comments from the staff made during the meeting suggested that spacelabs equipment was not a causal factor in this incident. The spacelabs attendee at the meeting reported that the anesthetist involved stated that the alarm volumes were adequate, as he had heard them in the two previous cases within the or. Following notification of this incident, we reminded the hospital staff of their ability to set a minimum volume level within the (password protected) memory of the monitors. Such settings prevent the alarm volume from being inadvertently set below a certain level. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA.